Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, e1, e2, g2, g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, and unevenness. This being a loaner device, it is supplied to several customers and undergoes inspection and repair, if needed, at each return. In the past year, the device has been returned to service center 10 times. As a result of the damaged printed circuit (main) board, dimming did not function, thereby the tissue cannot be distinguished. Root cause for the damage to the main board cannot be conclusively determine. However, it is likely that the cause was excessive impact (vibration, impact of dropping, etc.) Applied to the device during transportation or installation. The instructions for use includes the following statements: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned for the issue of a humming noise. Upon inspection and testing, it was observed that the main pc board had damaged components. In addition, the main lamp was out of specification and the connector slider switch had damage. The humming noise was coming from the power unit fan. This is attributed to a strong physical impact experienced by the device.evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a loaner device returned by the customer for repair for the issue of the device making a humming noise observed during preparation for use. There is no patient involvement and no harm reported to any patient. During estimation, it was observed that the main printed circuit ( pc) board had damaged components. This medwatch is being submitted for the reportable issue of the damaged pc board.